Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had melted plastic. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. The instrument found to have thermal damage at one of the edges on the bipolar yaw pulley. The unit passed electrical continuity test. No damage on conductor wire insulation. Additional observation(s) not related to the customer reported complaint were also identified: the maryland bipolar forceps instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley.